Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was implanted and a threshold testing was performed. During the threshold test, the device exhibited post paced t wave oversensing. The device was then reprogrammed and the oversensing was corrected. The patient was reported to be in stable condition.